Manufacturer narrative:
The t:slim user guide states: avoid submerging your pump in fluid beyond a depth of 3 feet or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid ingress. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the pump had been exposed to water. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had manual injections as alternate insulin therapy.